Manufacturer narrative:
In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of screw anomaly when dialing was confirmed. In addition, inpen did not transmit doses to app due to depleted battery (1.063v). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Trouble shooting was performed. Customer reported broken/damaged inpen. No harm requiring medical intervention was reported. Mmt-105elpkna was returned for analysis.